Event description:
The patient was revised to address pain attributed to loosening, soft tissue reaction, and an abductor defect with fluid collection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.